Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Reported device code 2017- the starclose se device was used in a calcified vessel. Evaluation summary: analysis was performed on the returned device. The reported failure to achieve hemostasis could not be replicated in a testing environment as it was based on procedure circumstance. The reported failure to achieve hemostasis appears to be use technique related/ interaction with the patient anatomy. It should be noted that the starclose instructions for use states: do not deploy the clip in areas of calcified plaque. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted using a starclose se device with a 6f sheath after a diagnostic heart catheterization. Reportedly, the starclose se clip was deployed but hemostasis was not achieved. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.